Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2012, the pt implanted with the subject ICD was treated with cardiac ablation because of a recurrent ventricular tachycardia (vt). That same night, the pt suffered episodes of arrhythmic storms. Reportedly, these episodes were not recorded in the ICD memories (aida) upon interrogation. According to the physician, the interrogation procedure was very long (more than 20 min), and after several attempts it was possible to review the egm records. External shocks were also delivered (number unk), allegedly after the third 42j shock at 22:03:19, as reported. On (B)(6) 2012, a new interrogation was performed; again, it was not possible to retrieve the recorded episodes. The physician would like to know if the egm records of these episodes can be retrieved or if they have been lost.